Manufacturer narrative:
Follow-up #1: date of submission 03-may-2019 device evaluation: the device has been returned and evaluated by product analysis on 01-may-2019 with the following findings: a review of the pump history showed the pump was delivering the programmed basal rate until the deliveries were halted by the user. No evidence of delivery malfunctions were found. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced that day ¿high and low blood glucose levels¿. Reportedly, the patient was hospitalized and treated by their healthcare provider. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly was hospitalized for unspecified high and low blood glucose levels, and the pump could not be ruled out as a contributing factor.